Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 506 mg/dl. The customer treated with a 6.6 unit correction bolus through bolus wizard on the pump. The customer stated that the pump kept beeping and telling her no delivery. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to call back to get assistance with reservoir change.